Event description:
The customer reported system arced, the image went dark and the collimator closed down. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage cables were regreased and reseated. The system was then found to be operating as intended.